Event description:
Wire broke in coronary and 4-5 cm was left in the patient's lad, left anterior descending, artery. The native lad (occluded) was opened and stented. Stents were placed in the occluded portion to trap the fragmented wire between the stent and inner lumen of the artery vessel.no patient harm.